Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Suspected cause was due to the basal rate on the pump settings requiring adjustments. The customer's sister administered a glucagon shot and the customer consumed carbohydrates to address bg. Reportedly, an ambulance was contacted to provide assistance for the low bg event; however, the customer declined the assistance. Recommendation was made to consult with a healthcare provider to discuss diabetes management.